Event description:
It was reported that when using the bd pyxis¿ es server, patients who were checked in and registered in cerner with CT or MRI medical service were not populating in pyxis for medication removal. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface issue occurred between cerner and pyxis. A technical support specialist (tss) reviewed the patient record and noted that the patient was preadmitted and later admitted with an admission message type a04, then discharged. The tss verified that the station was set to display patients based on unit settings and confirmed that the preadmission inactivity period was configured to seventy-two days, which caused the patient not to be visible on the station at the time of admission. The customer resolved the issue by adjusting the preadmission inactivity setting to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.